Event description:
The facility reported a pump with failure code 16:310:903:0002. This failure code occurred during bio-med testing. No pt injury or medical intervention necessary according to the hosp rep.